Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The following were noted, during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. 11/03/2024, 07:41:37.000, normal bolus delivered (220): bolus programming method, bolus wizard (1), normal bolus amount programmed, 43000 (4.3 u), bolus amount delivered, 6000 (0.6 u). 11/03/2024, 07:43:25.000, normal bolus delivered (220): bolus programming method, bolus wizard (1), normal bolus amount programmed, 35000 (3.5 u), bolus amount delivered, 13000 (1.3 u). 11/03/2024, 08:49:11.000, normal bolus delivered (220): bolus programming method, bolus wizard (1), normal bolus amount programmed, 40000 (4 u), bolus amount delivered, 40000 (4 u). 11/03/2024, 10:05:17.000, normal bolus delivered (220): bolus programming method, bolus wizard (1), normal bolus amount programmed, 25000 (2.5 u), bolus amount delivered, 25000 (2.5 u). 11/03/2024, 11:16:14.000, normal bolus delivered (220): bolus programming method, cl1 glucose correction (6), normal bolus amount programmed, 3000 (0.3 u), bolus amount delivered, 3000 (0.3 u). 11/03/2024, 11:26:37.000, normal bolus delivered (220): bolus programming method, cl1 microbolus (5), normal bolus amount programmed, 1250 (0.125 u), bolus amount delivered, 1250 (0.125 u). 11/03/2024, 11:33:05.000, normal bolus delivered (220): bolus programming method, cl1 autobolus (9), normal bolus amount programmed, 24000 (2.4 u), bolus amount delivered, 24000 (2.4 u). 11/03/2024, 11:36:49.000, normal bolus delivered (220): bolus programming method: cl1 autobolus (9), normal bolus amount programmed, 4500 (0.45 u), bolus amount delivered, 4500 (0.45 u). 11/03/2024, 11:41:37.000, normal bolus delivered (220): bolus programming method, cl1 microbolus (5), normal bolus amount programmed, 1250 (0.125 u), bolus amount delivered, 1250 (0.125 u). 11/03/2024, 11:46:37.000, normal bolus delivered (220): bolus programming method, cl1 microbolus (5), normal bolus amount programmed, 1250 (0.125 u), bolus amount delivered,1250 (0.125 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. There were no auto suspend alarm noted, in the pump history file. There were no user suspended (2) alarm noted, on the event date (B)(6) 2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the pump history file. 11/01/2024, 13:59:43.000, alarm alert notification (40): fault number, sensor error alert (801). 11/01/2024, 13:59:55.000, alarm alert cleared (42): fault number, sensor error alert (801). 11/02/2024, 13:34:43.000, alarm alert notification (40): fault number, sensor error alert (801). 11/02/2024, 13:34:54.000, alarm alert cleared (42): fault number, sensor error alert (801). 11/03/2024, 07:41:37.000, alarm alert notification (40): fault number, no delivery, (7) during bolus. 11/03/2024, 07:43:25.000, alarm alert notification (40): fault number, no delivery, (7) during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly or sensor error alert noted. The insulin flow blocked alarm functions properly, during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted, during testing. Sensor error alert (801), not confirmed. No delivery (7), not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs with ketones. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced harm reported. With no reported allegation of a device malfunction. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported, high blood glucose treated with insulin pump. The customer reported, blood glucose value of 400 mg/dl. The event involved product(s) mmt-332a, mmt-1884l, mmt-242a. Troubleshooting was performed. Customer reported, the following led up to the event: the patient woke up with ketones. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a. It is expected, that customer would discontinue the use of pump. Mmt-1884l was requested. And customer response was, the device will be returned. No product return is required for mmt-242a.